Manufacturer narrative:
G4: 22may2020. B4: 28may2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the central processing unit (cpu) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09oct2020; b4: 13oct2020. The central processing unit assembly (pcba, cpu, v680) was returned for evaluation. Visual inspection of the cpu assembly revealed no anomalies. A failure investigation (fi) technician installed the cpu assembly (pcba, cpu, v680) into a good fi test ventilator to verify and test the functionality of the cpu assembly. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The returned cpu assembly was found to have the output of audio amplifier u35 significantly lower than that of u39, the other audio amplifier, during normal operation when an alarm condition was active. After replacing u35, the system functioned normally. The customer complaint was verified with the root cause found to be a failure of audio amplifier u35. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
It was reported that the unit declared a primary alarm failure while the unit was cycling power. The device was in use at the time of the event; however, there was no patient harm. The patient was placed on another unit.